Event description:
It was reported that pump battery depleted too quickly, although pump did not shut down and customer did not have usage patterns that typically caused faster battery drain. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to fully charge battery and was advised to acknowledge all alerts so screen did not keep turning on and draining battery, and technical support then closed case.